Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 simultaneously deployed. Both implants were successfully removed. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device showed the needle is dramatically bent on two planes. The actuator is sticking out of the distal end of the needle. No ts or suture were returned for evaluation. Reported complaint of simultaneous deployment cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.